Event description:
It was reported that during a procedure, a versacross rf wire was selected for use. The septum was thick, making it difficult to cross into the left atrium while performing transseptal. Eventually, the wire became bent during third attempt. There was an abnormal bending at the sheath tip. Hence, the procedure was completed using a rf needle and a non-boston scientific sheath. No patient complication occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.